Event description:
It was reported that there was high impedance and possible fracture on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-58 implanted pacing lead implanted: 2001 (B)(6); product ID (B)(4) implantable pulse generator (ipg) implanted: 2001 (B)(6). F(B)(4).